Manufacturer narrative:
On november 12, 2020, manufacturer was made aware of a potential injury (the severity of which is unclear) described in a voluntary MDR filed by a consumer (report number mw5097129). However, the manufacturer is not able to conduct an investigation since no complaint was filed directly with the manufacturer and the manufacturer has no information on who the consumer is, where the incident occurred and whether or not the injury rises to the level of a severe one that is required to be reported. In addition, the device has not been returned to the manufacturer for evaluation and the incident can not be investigated. Finally, manufacturer has not received any other complaints regarding the device. Accordingly, manufacturer has closed its file regarding the incident. Note: the manufacturer's submission was late due to the esg enrollment process.

Event description:
According to a voluntary MDR (mw5097129) filed with the FDA by a consumer, the consumer visited an unidentified medical spa to receive a facial service. The aesthetician used a device, either the ionixlight or oxylight, that, according to the consumer caused: (1) severe "heating" to the consumer's skin; (2) extreme sensitivity to the consumer's entire face; (3) twitching near the consumer's eyes; and (4) blurred vision for an unspecific number of days following the facial. The consumer indicated that the led and microcurrent were too strong, causing muscle twitching and his/her eye area to be overly sensitive.